Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the non tortuous and non calified left anterior descending (lad) artery. The lad was predilated with a 20mm balloon. The physician attempted to place a taxus express2 2. 2.5x8mm drug eluting stent and noticed that one of the stent struts were lifted. The damaged stent was immediately removed. No further treatment was attempted for this patient. No patient complications were reported. Patient status is satisfactory.